Manufacturer narrative:
Correction: adverse event aware date was corrected to 2021-12-09.

Event description:
Complaint ID: (B)(4).

Event description:
The customer reported an incorrect bubble alarm during treatment. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the unit gave bubble alarms. The device was being used for treatment. A getinge service technician investigated the unit on 2021-10-20 and could confirm that the sensor was broken. The flow/bubble sensor was replaced to restore function. The technician performed safety, calibration, and functionality checks to factory specifications. Similar defective flow/ bubble sensors (fbs) were investigated by getinge life cycle engineering. Following probable root causes were determined: mechanical damage of sensor. Mechanical damage of cable connector. The most probable root cause for a mechanical damage of the sensor and cable connector was determined as external forces. Based on the investigation results the reported failure "incorrect bubble alarm" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.